Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Depuy synthes has been informed that the catalog number and lot number is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Claim letter received. Patient is seeking compensation. Update 01/13/2017 patient alleges a revision to address elevated ions, squeaking and intermittent pain.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: ((B)(4).

Event description:
Update 03/22/2017 & 03/23/2017 -- medical records received. Prod/lot updated.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 03/06/17 & 03/09/2017. Medical records received. After review of the medical records for MDR reportability, the medical records provided metal ion levels, but no unit of measurement was provided. Progress note from 10/2016 indicated the cup to be at a 55 degree abduction angle. The revision operative note indicated the cup to be within an acceptable angle and wasn't revised (primary note also indicated it was placed within an acceptable level) and pain. The primary operative note indicated a blood loss of 1100mls, but no complications were noted. A doi was provided. There is no new information that would change the existing MDR decision.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs and medical record received. There is no new allegation. After review of medical records for teh MDR reportability, patient was revised to address pain. Revision notes reported of very slight clear effusion and a little membrane behind the metal liner. There was no gross abnormalities or wear. Laboratory result for metal ions were above 7 (no unit provided).